Event description:
It was reported that bilateral suture placement in the left and right common femoral arteries (lcfa and rcfa) was successfully performed with two prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure via an 18f sheath. Following completion of the procedure, reportedly, at each access site, the knot of the first pre-placed prostyle device was successfully advanced but the suture of the second pre-placed prostyle device broke upon knot advancement. Hemostasis was achieved at each access site with the suture of the first prostyle and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional perclose device with reported issue referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.